Event description:
The customer reported the system displayed a generator error which resulted in a system shut down. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery charger was calibrated. The system was then found to be operating as intended.